Event description:
Reporter alleged blood glucose readings were lo (53 mg/dl at 8:45) after breakfast and went to the doctor as a result. It was reported customer ate a candy bar and felt better where five minutes later tested 81 mg/dl. Reporter stated a lab was performed at the hospital at 11:00, no result provided, and then doctor's meter read 562 mg/dl at 11:30. Reporter indicated three days prior to the alleged event, meter read 555 mg/dl and went to the doctor after taking 15 units of insulin which 10 minutes later doctor's meter read 55 mg/dl. No treatment was reportedly received however ate afterwards. A request was made for the return of the suspect device and replacement product was sent.